Event description:
MFR rec'd a report of a wheelchair user falling from his chair and sustaining a broken shoulder when his battery box slipped off the battery tray. The user was traversing a hill with a slope of approx 30 degrees. The chair is a model no longer mfg. The owner's manual for this product clearly warns against traversing slopes greater than 9 degrees.